Event description:
During the inspire implant procedure, while using the medtronic catheter passer, a vein was nicked and the patient experienced bleeding. Physician located the bleeding and then cauterized and ligated the vein to achieve hemostasis. This resolved the issue.